Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the saccular aneurysm procedure at the right internal carotid artery-lacerum (c3 segment), subject flow diverter stent was successfully implanted which covered the neck of the aneurysm. Post procedure patient suffered transient tubular field of vision on the right eye which lasted for 5 minutes. According to the physician the adverse event had probable relationship to the subject device causing a temporary slowing of arterial flux. The adverse event was recovered without treatment. No additional information available.

Event description:
It was reported that during the saccular aneurysm procedure at the right internal carotid artery-lacerum (c3 segment), subject flow diverter stent was successfully implanted which covered the neck of the aneurysm. Post procedure patient suffered transient tubular field of vision on the right eye which lasted for 5 minutes. According to the physician the adverse event had probable relationship to the subject device causing a temporary slowing of arterial flux. The adverse event was recovered without treatment. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. D4 lot# - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.